Event description:
A complaint was received regarding a tego connector that experienced air in line. The reporter stated, "thy have noticed that air is leaking in the system". There was no patient harm noted. There was patient involved when the alarm stopped the dialysis machine."

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Received ten (10) new d1000 tego connectors for inspection. No defects or anomalies noted. Each of the samples was tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.